Manufacturer narrative:
The complaint event could not be confirmed. Evaluation of the returned device found the basket open with kinks throughout the length of the sheath. When the handle was functioned to retract the basket, the basket was able to retract and deploy with ease. The device was inspected and tested with no malfunctions found. Therefore, the most probable root cause for this complaint is not confirmed. The secondary most probable root cause for the kinked sheath observed is operational context. It is also noted that a kinked sheath is not a medwatch reportable condition.

Event description:
It was reported to boston scientific corporation on (B) (6) 2010 that a zero tip nitinol stone retrieval basket was used in an unknown procedure performed on (B) (6) 2010 (patient age and weight are unknown). According to the complainant, "the basket failed to close properly after being used a short period." It is unknown if a stone was present in the device when the malfunction occurred. There were no patient complications reported as a result of this event. Additionally, there was reported to be "no injury or harm" post procedure. The complainant indicated no additional information will be provided.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation on april 21, 2010 that a zero tip nitinol stone retrieval basket was used in an unknown procedure performed on (B)(6), 2010 (patient age and weight are unknown). According to the complainant, "the basket failed to close properly after being used a short period." It is unknown if a stone was present in the device when the malfunction occurred. There were no patient complications reported as a result of this event. Additionally, there was reported to be "no injury or harm" post procedure. The complainant indicated no additional information will be provided.